Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01840 through 1221359-2022-01842.

Event description:
The consumer reported t false positive results with binaxnow covid-19 self-test assay were performed on (B)(6) 2022 on a direct tested nasal kitted swab. Confirmation testing was performed (pcr) and generated negative result .per the consumer, the patient had cold symptoms for a few days before the test. The patient had covid in (B)(6) 2022 and (B)(6) 2021 with positive results using the binaxnow test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 180650 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160/ lot 180650, test base part number 195-430h/ lot 178567. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 180650 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H10 : reference MFR. Reports: 1221359-2022-01840 through 1221359-2022-01842.